Event description:
This device has no known implant date and was explanted on (B)(6) 2014 due to infection. The physician was dr. (B)(6). The health care facility is unknown. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).